Event description:
The time of event is not during procedure. There was no report of patient harm. Video image failure(objective lens broken).

Manufacturer narrative:
The product was returned to pentax medical for repair. We the technician checked the returned unit and confirmed that the objective lens was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the objective lens. In addition, we the technician confirmed that the angle wire fluid damage, the segment fluid damage, the u/d pulley wire fluid damage, the r/l pulley wire fluid damage, the light guide cable compressed (short in length), the ccd drive pcb corroded, the electrical pin connector corroded, the operation channel (primary) leak, the root brace rubber (junction body) loose, the u/d pulley wire worn out, and the r/l pulley wire worn out; however, they these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.